Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report of a set separation was not confirmed. Visual inspection of the set noted no obvious damage or any issues. Functional and pressure testing observed no disconnection or issues with the set. The root cause of the customer¿s report of a set separation was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an extension set pulled apart from the valve when attempting to discontinue a normal saline infusion line. There was no patient harm.